Event description:
During revision suregery, the cup inserter that locks into the cup would not unscrew. The surgery was extended approximately 20 minutes due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.